Event description:
Additional information received reported that the adverse event resolved without sequelae on (B)(6) 2012. It was noted the device was reprogrammed on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of pain coverage following physical therapy. An x-ray was taken on (B)(6) 2012 and it was determined that the lead had migrated. The lead for the upper extension had slipped, and the other lead for the lower extension was working great. It was reported that the event was unlikely related to the implant procedure. The patient had a surgical revision on (B)(6) 2012. No patient outcome was reported.

Manufacturer narrative:
Product ID 8591-38, lot# d20367, serial#, implanted: 2012 (B)(6), explanted: product type accessory; product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 355531, lot# n323800, serial#, implanted: 2012 (B)(6), explanted: product type screening device; product ID 3550-39, lot# n322350, serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(6).

Manufacturer narrative:
(B)(4).